Manufacturer narrative:
Based on the description of the event and information received, the clinical assessment identified the reported indeterminate endoleak as multiple type ii endoleaks from lumbar arteries with no evidence of contrast around the sealing rings. Type ii endoleaks are not device related rather anatomy related. Corrected data: patient code remove 1924, add 3191. Device code remove 3190, add 2993. Remove results code 3233, add 213. Remove conclusion code 11, add 4310.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system (sgs) was implanted to treat an abdominal aortic aneurysm. Approximately 1 (one) year post-op at the routine follow-up visit, the computed tomography identified an indeterminate endoleak. The physician has not yet treated the patient. The patient will continue to be monitored and was reported to be in good condition.